Event description:
The customer reported the fluoro timer only displayed a reading of 3 seconds when about 30 seconds of fluoro was taken. No reports of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was tested for possible timer or display failures. The reported issue could not be duplicated. System was found to be working as intended, and put back into service.